Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device and it was observed that the device control unit was not functioning and defective. It was noted that the control unit was defective and the motor idle current was too high. It was also noted that the device failed pre-repair diagnostic tests for off/oscillation/on switch mode function, the oscillation angle, switching function, the triggers and electronic control unit (ecu) function, compatibility between colibrii/small battery drive (sbd) and colibri ii/sbd ii, and the function with the electric pen drive (epd)-console. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the small battery drive device was working involuntarily. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.